Event description:
The patient reported she is unable to communicate with or charge her ipg. The patient indicated she has not charged her ipg in a year. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Correction/removal reporting number 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.